Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The unit was returned to the covidien service center on (B)(6) 2016 as back to stock; no issues were reported. Upon triage on (B)(6) 2016, it was discovered that the unit did not produce an audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, the unit did not produce an audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.